Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided images contain information regarding catheter break / mechanical jam. After review of the provided images a kinked tube was observed. The reported failure about the mis-labeling can not be confirmed as the catheter itself does have another lot number and article number then the assembled catheter set. A clear root cause for these incidents could not be identified but the failure mode represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a aspirex device. During the procedure, allegedly the device produced unusual noise. Subsequent inspection revealed that the outer coil covering of the catheter shaft was stripped and damaged at that specific location. Reportedly, after the malfunction occurred, the catheter continued to rotate mechanically, but no aspiration was achieved. The procedure was successfully completed using argon cleaner + cqf to remove the thrombus. Also, it was further reported that the ref and lot numbers on the catheter package and the outer box were not identical. There is no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. B5, d4 (medical device catalog #, medical device lot #), g2, g3, h6 (device, component, method). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a aspirex device. During the procedure, allegedly the device produced unusual noise. Subsequent inspection revealed that the outer coil covering of the catheter shaft was stripped and damaged at that specific location. Reportedly, after the malfunction occurred, the catheter continued to rotate mechanically, but no aspiration was achieved. The procedure was successfully completed using argon cleaner + cqf to remove the thrombus. Also, it was further reported that the ref and lot numbers on the catheter package and the outer box were not identical. There is no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a aspirex device. During the procedure, it was reported that the device had allegedly produced unusual noise. Subsequent inspection revealed that the outer coil covering of the catheter shaft was stripped and damaged at that specific location. Reportedly, after the malfunction occurred, the catheter continued to rotate mechanically, but no aspiration was achieved. The procedure was successfully completed using argon cleaner + cqf to remove the thrombus. There was no reported patient injury.